Event description:
On (B)(6), 2023, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio 2 meter displayed inaccurately erratic blood glucose results. The complaint was classified based on the customer care agent (cca) documentation of the initial call. The patient alleged that the issue began on (B)(6), 2023, at 7:56 pm. The patient obtained blood glucose readings of ¿387, 68, 349, 323, 88, 95 and 72 mg/dl¿ on the subject meter, within 20 minutes of each other. The patient manages her diabetes with unspecified insulin, dosage based on the meter readings. The patient stated that she took her usual dose of insulin in response to the alleged issue. Immediately after the alleged issue occurred, the patient developed symptoms of ¿dizzy, shaking, headache, sweating and confusion¿. The patient denied receiving any treatment for the reported symptoms. During troubleshooting, the cca established that the test strips had not been open longer than the discard date, had not expired, and had been stored correctly. The reporter confirmed that the patient had used an approved sample site to obtain the blood sample and that the patient had used a correct testing method. The patient did not have control solution available to test the subject meter. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking her usual dose of insulin based on alleged inaccurate erratic results obtained with the subject meter.